Manufacturer narrative:
Schwartzmann, I., garcia. S., d'anna, m., et al. (2023). Water vapor thermal therapy: technical variations among (B)(6) hospitals and efficacy at 2-year follow-up. Actas urologicas espanolas, 47(10), 668-674.

Event description:
It was report via an article published in the journal of actas urologicas eapanolas that a retrospective, observational study was conducted to evaluate the initial experience with water vapor thermal therapy (wvtt) for benign prostatic hyperplasia (bph) in (B)(6) hospitals. Data was collected from (B)(4) patients treated between (B)(6) 2019 and (B)(6) 2022. Follow-up data were collected at 1, 3, 6, 12, and 24 months after treatment. The specific intra and postoperative protocols were defined by each participating center. In total, (B)(4) patients presented complications that required hospitalization: (B)(4) case for fever and (B)(4) for vasovagal symptoms. After discharge (B)(4) patients presented urinary tract infections requiring additional antibiotic treatment and (B)(4) patients presented hematuria requiring manual bladder washout. Seventeen patients presented acute urinary retention (aur) after the first bladder catheter removal, and (B)(4) patients presented a second case of aur. After 24 months of treatment, (B)(4) patients had undergone surgical retreatment.

Manufacturer narrative:
Schwartzmann, I., garcia. S., d'anna, m., et al. (2023). Water vapor thermal therapy: technical variations among spanish hospitals and efficacy at 2-year follow-up. Actas urologicas espanolas, 47(10), 668-674.

Event description:
It was report via an article published in the journal of actas urologicas eapanolas that a retrospective, observational study was conducted to evaluate the initial experience with water vapor thermal therapy (wvtt) for benign prostatic hyperplasia (bph) in spanish university hospitals. Data was collected from 105 patients treated between january 2019 and january 2022. Follow-up data were collected at 1, 3, 6, 12, and 24 months after treatment. The specific intra and postoperative protocols were defined by each participating center. In total, 3 patients presented complications that required hospitalization: 1 case for fever and 2 for vasovagal symptoms. After discharge 7 patients presented urinary tract infections requiring additional antibiotic treatment and 2 patients presented hematuria requiring manual bladder washout. Seventeen patients presented acute urinary retention (aur) after the first bladder catheter removal, and 4 patients presented a second case of aur. After 24 months of treatment, 6 patients had undergone surgical retreatment.